Event description:
It was reported that the pt's device showed dc/dc code of 0 on a system diagnostics test. It was also reported that the pt had an increase in seizures and was not feeling magnet stimulation. X-rays were reviewed by the manufacturer and no anomalies were noted with the device. Based on the diagnostic results, a possible short circuit condition is suspected with the lead. The pt's device was programmed off. Revision surgery is likely, but has not occurred to date. Attempts for further information have been unsuccessful to date.